Event description:
It was reported that while used on a patient, the device attempted the message "abnormal shock delivered". The customer then used a different set of internal paddles and the device functioned properly. It was confirmed that patient care was not compromised.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement set of internal handles. The customer later indicated that the replaced set of handles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.